Event description:
Procedure: stress ui / pelvic organ prolapse. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, injury, mesh erosion, mesh contraction, infection, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, pelvic floor damage, and recurrent stress incontinence. Pt will require corrective surgery. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).